Event description:
Clinical study. It was reported that 48 days after a coronary stenting treatment procedure, the pt experienced restenosis. The pt presented to the index procedure with an acute myocardial infarction (mi). The lesion being treated was a 2.25mm, 100% stenosed, 16mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with successful placement of an express2 2.25x16mm study stent in the target lesion. The pt rec'd bivaliruden alone during the index procedure. Forty eight days after the index procedure, the pt presented with in-stent restenosis. Eighty percent restenosis was diagnosed during a staged intervention of the rca. The outcome of the event was resolved on the same date. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted.